Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/ erbe) involved with this complaint to perform failure analysis. The unit was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. The erbe was energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported to the technical service engineer (tse) encountering a repeated error c-82 error on the erbe generator. The customer completed the procedure before contacting the tse. The customer did not complete any troubleshooting when the issue was present. The tse recommended the customer power cycle the erbe generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is obtained.